Event description:
It was reported that the patient passed away on (B)(6) 2023, due to sepsis followed by multi-system organ failure with an unknown root cause. Ther was no device infection, no driveline infection in place and the lvad operated as expected.

Manufacturer narrative:
Health effect - clinical code e2342 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists sepsis and multiple organ failures as adverse events that may be associated with the use of the heartmate 3 lvas. Furthermore, although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists sepsis, multiple organ dysfunctions/failures, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.